Event description:
It was reported that when using the bd pyxis¿ medstation¿ es g3n1 unit shut down on its own twice. The customer confirmed that they received an alert in health site viewer indicating that the g3n1 pyxis was not communicating. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) ran diagnostics and tested the cabinet controller. All tests passed without errors, and no issues were found during the evaluation, and no further investigation was required. The system functioned as intended when the field service engineer investigated the device.